Event description:
The complainant reported, there were very small bubbles in a stream. It looked like some sort of leak. When contrast was pulled, it caused a small 'champagne' effect in the chamber and some bubbles were pulled through the tubing. There has not been any injection of air into a patient. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the device has not yet been returned for evaluation. A lot number was not provided. Therefore, a review of the device history record was not possible. Conclusions - a follow-up report will be submitted when additional information is available.